Event description:
Boston scientific received information that the patient with this device experienced inappropriate antitachycardia pacing and shock therapy. It was thought this was due to the supraventricular tachycardia rhythm accelerating from the monitor zone to a different zone where no discriminators were applied. The device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.